Event description:
It was reported that the patient called to report being concerned about the pacemaker is more sensitive to wireless. While the patient had the laptop, the ¿picture was clicking in and out¿, however, when the patient moved further from the laptop, the picture was fine. The patient was wondering whether this was from the pacemaker or other issue. A call was made to the patient¿s clinic and the patient did not follow up with the primary healthcare provider following the event. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).